Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that the stents were shorter than the size indicated in the label. Reportedly, the physician was treating a lesion in the distal sfa, the lesion was approximately 100 mm long with an approximate 6mm reference diameter. The physician decided to use a 6x120 stent. The physician advanced the stent delivery system and once at the target site, the physician noticed that the stent was shorter than the target site. The physician used a ruler and measured the stent. Reportedly, the physician measured from the proximal to the distal marker bands and the stent measured less than 100mm. The physician decided not to deploy the stent and removed the delivery system. Another 6x120 stent was chosen. Again, the stent appeared to be shorter than the measured 100 mm lesion. Nevertheless, the physician decided to deploy the stent. The stent was successfully deployed, but upon deployment, it only measured around 90mm and it did not completely cover the target site. Therefore, the physician used a 6x60 mm stent to finish treatment of the lesion. There was no report of injury to the patient.